Manufacturer narrative:
The device was not returned for evaluation. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, the lens haptic sheered at the haptic junction during lens implantation. The incision was enlarged from 2.4m to 3.0mm and the lens was removed and replaced with another lens of an unknown model. Additional information has been requested.

Manufacturer narrative:
Although requested, a lot number was not provided; therefore, a device history record (DHR) review could not be performed. Additional information was requested, but not received. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.